Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative on 2020-aug-19 regarding a patient receiving morphine (18.7mg/ml at a dose of 4.994mg) and clonidine (562.5mcg/ml at a dose of 150.22mcg) via an implanted infusion pump. It was reported that the patient presented to their refill center for a post magnetic resonance imaging (MRI) check on (B)(6) 2020. A motor stall recovery had occurred 14 minutes after the stall on (B)(6) 2020, but it was noted that there were several other motor stalls and recoveries in the logs. Per the pump logs, stalls had previously occurred on (B)(6) 2019 at 1:19pm with a recovery at 1:46pm, on (B)(6) 2019 at 3:32pm with a recovery at 3:55pm, on (B)(6) 2019 at 1:57pm with a recovery at 2:12pm, on (B)(6) (B)(6) 2020 at 10:43am with a recovery at 10:48am, and on (B)(6) 2020 at 1:28pm with a recovery at 1:33pm. There were no reported environmental, external, or patient factors that may have led or contributed to the issue, no diagnostics/troubleshooting were performed, and no actions/interventions had been taken to resolve the issue. The issue was unresolved at the time of report and no surgical intervention had been planned or scheduled. The patient's status at the time of report was alive - no injury. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. The pump was delivering morphine 18.7 mg/ml at 4.994 mg/day, clonidine 375.0 mcg/ml at 100.14 mcg/day, and normal saline 1.1 mg/ml at 0.2938 mg/day. Logs showed: motor stall on (B)(6) 2020 at 10:47am, recovery on (B)(6) 2020 at 10:52am, motor stall on (B)(6) 2020 at 1:32pm, recovery on (B)(6) 2020 at 1:37pm, motor stall on (B)(6) 2020 at 9:05am, recovery on (B)(6) 2020 at 9:18am, motor stall on (B)(6) 2020 at 1:19pm, recovery on (B)(6) 2020 at 1:28pm, motor stall on (B)(6) 2020 at 1:30pm, recovery on (B)(6) 2020 at 1:47pm.

Event description:
Additional information was received from a company representative. Regarding actions taken to resolve the issue, the company representative clarified that they had not receive any updates as of 2022-may-04 as for a plan for resolution. The patient continued to use their pump as usual. It was further noted that no further information regarding the event was expected.

Manufacturer narrative:
Update/correction: the previously applied device code a160102 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a manufacturer's representative on 2021-mar-03. Logs provided showed a motor stall on (B)(6) 2021 at 9:37 pm and a recovery on (B)(6) 2021 at 9:50 pm.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the patient's pump experienced "a few motor stalls" lasting up to 20 minutes each on 26/2. The logs were checked again on (B)(6) 2021 and another 3 motor stalls, lasting only up to 20 minutes each, were noted. The rep demonstrated the critical and non-critical alarms for the patient and advised the patient to call or present to the emergency department with any withdrawal symptoms. No interventions, surgical or otherwise, occurred or were planned. The issue was considered resolved. The patient's status was listed as "alive-no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A session report from 2021-jul-07 at 1:42 pm was provided. The logs showed the following: motor stall on 2021-mar-19 at 8:54 pm recovery on 2021-mar-19 at 9:05 pm motor stall on 2021-mar-21 at 11:37 am recovery on 2021-mar-21 at 11:42 am motor stall on 2021-may-09 at 1:24 pm recovery on 2021-may-09 at 1:43 pm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that intermittent motor stalls were noted in the logs on 2021-feb-26. There were no environmental, external or patient factors might have led or contributed to the event; no MRI took place on the motor stall dates. There were no diagnostics/troubleshooting performed. No actions/interventions were planned at this stage. The issue was not resolved. However, the patient's status was alive - no injury.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump continued to have motor stalls; however, the patient was not experiencing any adverse effects. The date of the event was noted as being (B)(6) 2021. No withdrawal symptoms occurred. The patient had not heard any of the alarm tones. No diagnostic tests / troubleshooting was performed. Environmental/external/patient factors that may have led or contributed to the issue was unknown. No actions had been taken thus far. No surgical intervention was planned. The issue was not resolved as of 2021-nov-04. The patient was without injury regarding their status as of 2021-nov-04. The pump was administering morphine (18.7 mg/ml), saline ( 1.8 ml), and clonidine (262.5 mcg/ml).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient did not report having any mris at the time of the motor stalls/recoveries.

Manufacturer narrative:
B5: updated to reflect the information received on 2022-feb-20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2022. It was reported that the motor stall issue was still ongoing, though it was noted that the patient could hear the alarms. The cause of the motor stalls was unknown. No further action had been taken and the pump remained implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-(B)(6). It was reported that the patient's pump was refilled on 2022-(B)(6)and sporadic motor stalls with no MRI/electrical disturbances were noted. It was also reported that the stalls "tend not to last too long and the patient did not have any withdrawal symptoms. It was confirmed that there were no clinical adverse effects and the hcp was seeking advice on whether ot keep the pump in situ or look at replacing it. It was noted that the pump eri was expected for (B)(6) 2025. They were continuing to monitor the patient for withdrawals. It was unknown if the issue was resolved at the time of the event. No surgical intervention had occurred or was planned. The patient's status was listed as "alive - no injury". The logs provided showed the following: previous refill on 2021-(B)(6) motor stall on 2021-(B)(6)at 18:56 and recovering at 19:33 motor stall on 2021-(B)(6) at 22:45 and recovering at 22:50 motor stall on 2022-(B)(6) at 15:42 and recovering at 15:47